Event description:
Doctor reported on (B)(6) 2013 several anterior capsular tears. The anterior capsular tears occurred on (B)(6) 2013. None of the patients required vitrectomy or any other surgical intervention.

Manufacturer narrative:
(B)(4), the centration of suction cup seems to be decedent and window seems to be locked correctly. However, there is movement in x-y noticeable right before the start of the lasing procedure, this could have had an effect on the capsulotomy placement. There is also a slight sld offset visible in the scheimflug images, this also could have had an effect on laser shot placement and tilt compensation. Additionally, when reviewing the phaco video, the surgeon seems to be quite aggressive with his instruments in the eye during cataract removal with lots of manipulation going on. This will put additional stress on the capsule and can potentially result in a tear. Wys, the centration of suction cup seems to be decent. However, the window does not seem to be locked correctly, which could potentially lead to some movement. There was no obvious movement in x-y visible during the procedure, however, there could have been some movement in z due to the incorrect locking of the window. This however, is not visible in the surgery videos. There is also a slight sld offset visible in the scheimpflug images, this also could have had an effect on laser shot placement and tilt compensation. Additionally, when reviewing the phaco video, the surgeon seems to be quite aggressive with his instruments in the eye during cataract removal with lots of manipulation going on. Lskj, the centration of suction cup seems to be decent. However, there is a slight movement in x-y noticeable right before the start of the lasing procedure, this could have had an effect on the capsulotomy placement. There is a significant sld offset visible in the scheimplfug images. This could have had an effect on laser shot placement and tilt compensation. There are 2 micro bubbles visible in the down-the-pipe images. Unfortunately, these 2 micro bubbles were right where the capsulotomy shots were placed. Potentially, having blocked the laser beam at those locations, leaving areas uncut. Additionally, when reviewing the phaco video, the surgeon seems to be quite aggressive with his instruments in they during cataract removal with lots of manipulation going on. Laser system verification including the sld alignment was performed to verify the complaint allegations. It was determined from the service record that the laser was working according to specifications even when an sld offset was visible from the surgical images evaluation. Therefore, the laser did not cause or contribute to the anterior capsule tears. The possible root causes for the anterior capsule tears are the patient eye's movement during the surgical procedures and/or the doctor's technique during the manual phaco portion of the surgical procedures (the laser system is not used during the phaco procedure).